Event description:
The customer returned the product for device had a bent latch during visual inspection. Device evaluation identified a torn downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history in the past 12 months. The initial customer problem was confirmed through the visual inspection. The latch/lock mechanism was replaced to fix the issue. Further investigation was performed and a torn downstream occlusion (dso) seal was identified. The dso seal was replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.